Event description:
The customer stated that his blood glucose was tested using his contour meter and a lab test. The lab test result was 156 mg/dl, while the contour read 61 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed, so no prod will be returned for eval. The customer was to dispose of the old contour meter and was sent a new contour meter.